Event description:
It was reported that a patient sustained permanent impairment to the bladder during prostatectomy surgery in which a powersuite 100w laser was employed. It was further reported by the operating doctor that the intraoperative transurethral isotonic saline felt warm during the procedure.

Manufacturer narrative:
No device malfunctions were reported or observed by the user facility therefore, a device evaluation was not performed. A review of the event details by a lumenis medical subject matter expert concluded the probable root cause of the reported event to be overheating of the intraoperative transurethral isotonic saline in contraindication to common best practices.